Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, d.10 returned to manufacturer on: 07/14/2020. It was reported the tubing was separated (disconnected) from the packaging received from the customer was one unused set model 2420-0007 lot 20023362 (with its packaging pouch). During visual inspection, it was noted that the vinyl tubing p/n 660132 was completely separated from the drip chamber p/n 630-00362 outlet port. Inspection under magnification noted that both sides of the tubing had insufficient solvent applied at the engagement during the manufacturing process. Further handling/tug of the rest of the set's tubing engagements observed no separation or any issues. No functional testing of the returned set was deemed unnecessary due to a separation. A dimensional analysis was performed on the inner diameter (ID) tubing p/n 660132. In order to conduct dimensional testing a small portion of the tubing was cut in three different sections near the affected area (tubing to drip chamber outlet port) on set received. The specification for the ID diameter tubing is 0.107¿ inches. The tubing measured to be within specification at 0.107¿ for set received. Device history record for model 2420-0007 lot 20023362 shows that the set was manufactured on 27 february 2020 (B)(4). There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported. Equipment used (measurement and testing performed on 1-sep-20) - ram optical instrumentation/eq08204/calibration due date 5-feb-2021. The customer¿s complaint of tubing set separated was confirmed upon visual inspection. The root cause of the tubing separation was a manufacturing issue for insufficient solvent being applied at the affected engagement due to equipment and/ or operator error. The issue of leaking tubing set inlet or outlet port is also currently being addressed under a corrective action (tw CAPA 1027651). Although the corrective actions were implemented prior to the manufacturing of this lot 20023362, the CAPA was closed as "effective" in mitigating this defect and will continue to be monitored for an increase in frequency.

Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free experienced component separation. The following information was provided by the initial reporter: nurse took the tubing out of the packaging, and removed the cap from the spike, in order to start priming the tubing, and the tubing disconnected immediately.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free experienced component separation. The following information was provided by the initial reporter: nurse took the tubing out of the packaging, and removed the cap from the spike, in order to start priming the tubing, and the tubing disconnected immediately.